Manufacturer narrative:
Boston scientific received information that the local representative spoke directly with the physician. According to the physician, the extraction procedure associated with the tear of the superior vena cava (svc) did contribute to the patient's death. The documented cause of death was related to refractory acidosis. The reported infection did not cause or contribute to the patient's death.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for extraction of this patient's implantable cardioverter defibrillator (ICD) and transvenous lead system due to infection. The patient past implant history is significant for a recent subcutaneous implantable cardioverter defibrillator (s-ICD) in preparation for the extraction procedure. During the extraction procedure, the superior vena cava (svc) was torn. The svc was repaired and the entire system was successfully extracted. Subsequently, boston scientific received information that this physician contacted the local representative to report that this patient had died four days later.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.